Event description:
The customer reported moisture inside the insulin pump after going swimming with it on. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.